Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module. The sample was submitted for investigation where discrepant results for ft3 iii were identified between the customer's e801 module, a cobas e801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and the centaur method. The customer sent the sample out for testing by the centaur method where discrepant elecsys tsh (tsh) results were also identified between the customer's e801 module, the centaur method and the e601 module used at the investigation site. It is not known if any erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results. Refer to attachment to the medwatch for the patient results. There was no allegation that an adverse event occurred. The customer's e801 module serial number was not provided. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e601 module was 277945 with an expiration date of 30-sep-2018. The ft3 iii reagent lot number used with the e411 analyzer was 257857 with an expiration date of 31-jul-2018. The ft3 iii reagent lot number used with the e801 module at the investigation site was 277939 with an expiration date of 31-dec-2018. Calibration and qc results were acceptable at the investigation site. Based on the information provided, a general reagent issue is not suspected. The investigation was unable to find a definitive root cause